Event description:
The user facility reports one incident of a cut in the blood pump segment tubing found approx 20 min into tx which resulted in air pulled into the system and machine air detect alarm. Due to potential for contamination the pt's blood was not returned resulting in ebl = 200 cc. The reported event may have been caused by user error of improper insertion of the pump segment tubing into the machine housing. The machine MFR has provided info to the user on proper installation of the pump segment tubing. There was no pt injury or need for medical intervention reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Na